Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 01/24/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"The customer reported that the syringe snapped under reasonable pressure, whilst administering fluids to the eye during cataract surgery. No harm came to the patient or surgical team. A different syringe was used and there was a small delay whilst this product was retrieved. Additional details: was medical or surgical intervention required due to the issue? No. Was surgery or therapy delayed while the patient was under anesthesia? No.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.